Manufacturer narrative:
Siemens technical support technician (tst) used remote diagnostics to align the server 2 probes and run a sodium hydroxide (naoh) cleaning of reagent arm 3 (r3) and reagent arm 4 (r4). The customer moved total bilirubin testing to server 1. A siemens customer service engineer (cse) was dispatched to the site to inspect the system. The cse reviewed the previous work done by the tst, replaced sample probes 1 and 2 and completed auto alignment. The cse ran a full probe test including probe cleaning. Results were within specification. The cause of the discordant falsely low total bilirubin (tbil) test result is unknown. The system is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2018-00082 is filed for the same event.

Event description:
A discordant falsely low total bilirubin (tbil) patient sample test result was obtained on a dimension vista 1500 system. The initial result was reported to the physician who questioned the test result. The same sample was repeated at a different site on an alternate system. The repeat result was reported to the physician as a corrected report. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low total bilirubin result.